Manufacturer narrative:
(B)(4): the reported issue was unfounded during investigation with test strips. However, the meter was found to have crystal x failure. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultralink meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at 6am. The patient manages his diabetes with insulin through pump therapy (type not specified). It is not known if the patient made changes to his usual diabetes management routine. Several hours prior to the start of the alleged issue, the reporter claims the patient felt symptoms of sweaty, hot and was incoherent. The patient took food and/ or drank a beverage as treatment. The patient did not test his blood glucose with another device. At the time of troubleshooting, the cca noted the correct test strips were being used and there was no indication of misuse. The alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. Based on the information provided, there is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred and there is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because the alleged power issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.